Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A theatre nurse reported that a patient presented one day post-op with cloudy vision and hypopyon, in the left eye, and was diagnosed by the doctor as having probable tass (toxic anterior segment syndrome). The patient received ocular drops as treatment. The doctor provided a list of company products used during surgery, but it is unk which product may have contributed to the event. The current condition of the pt is unk. Additional info has been requested.